Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan to report an issue testing on the one touch ultra2 meter. The sr. Medical surveillance specialist called the patient to obtain and verify information; however was unable to reach him by telephone. The smss classified the complaint based on the information provided to customer service. On (B)(6) 2012 the patient attempted to test his blood glucose level with the reported meter but was unable to obtain a reading. Troubleshooting later revealed the patient was attempting to test while in the memory mode of the reported meter. Fifteen minutes afterwards, the patient experienced the symptoms of dizziness and difficulty walking. The patient was taken to the emergency room and received treatment. It would have been helpful to determine the patient's blood glucose level as tested in the emergency room, what treatment he received, his diabetes medication regimen, his blood glucose readings on the day of this event prior to the onset of symptoms, and his meals and medications taken prior to the event. The issue was resolved with patient education. The patient's testing technique was incorrect by attempting to test his blood glucose level while in the meter's memory mode. However, as the patient allegedly became symptomatic after the use the meter and received emergency medical attention and treatment, this complaint is being reported.